Manufacturer narrative:
The sterilization records were reviewed on 11 dec 2023 and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported the patient presented with lead vegetation due to an unrelated infection. The right ventricular lead was explanted without issue. A leadless system was implanted successfully. The patient was stable.